Event description:
The lay reporter emailed lifescan (lfs) in 2005 and alleged that their family member's meter was reading inaccurately high. The medical affairs specialist attempted to reach the user to obtain more clinical info. A letter will be sent as a second attempt to reach the user. According to the reporter, the paramedics were called to the pt home. It is not known why they where called (symptoms, if any, were not reported). The paramedics tested the user with his meter and obtained a result of 145 mg/dl. When they arrived at the hosp, 5 minutes later, the pt was tested on the hosp and obtained a result of 24 mg/dl. The pt then fell into a coma for 36 hours. The reporter stated the the user bases his medications on his meter results. No further info regarding the events was provided, nor was any info regarding the meter or the testing supplies. The reporter did state that they had been attempting to obtain control solution but were unable to locate it in any stores. A bottle of control solution is being sent to the pt.